Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of non-physiologic noise. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted, and a transvenous ICD system was implanted. Besides the surgical intervention and inappropriate shock, no other adverse patient effects were reported. Of note, technical services (ts) was notified of the inappropriate shock after the s-ICD system explant had taken place. Ts noted it appears the electrode was fractured as non-physiologic noise had been recorded since an untreated episode in (B)(6) 2023. There were other untreated episodes recorded until the inappropriate shock delivery in (B)(6) 2024. The system was reprogrammed to primary with very similar observation of non-physiologic noise (mechanical in origin) in following events after a clinic appointment in (B)(6) 2024. Events recorded in primary were indicative of a conductor fracture, per ts.

Manufacturer narrative:
This electrode is not expected to be returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of non-physiologic noise. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted, and a transvenous ICD system was implanted. Besides the surgical intervention and inappropriate shock, no other adverse patient effects were reported. Of note, technical services (ts) was notified of the inappropriate shock after the s-ICD system explant had taken place. Ts noted it appears the electrode was fractured as non-physiologic noise had been recorded since an untreated episode in (B)(6) 2023. There were other untreated episodes recorded until the inappropriate shock delivery in march 2024. The system was reprogrammed to primary with very similar observation of non-physiologic noise (mechanical in origin) in following events after a clinic appointment in (B)(6) 2024. Events recorded in primary were indicative of a conductor fracture, per ts.